Event description:
It was reported that this pacemaker battery was depleting sooner than expected. This was noted, when a device interrogation showed the battery had depleted about one and a half years, over 3 months time. Data analysis confirmed that the power consumption of this device has been increasing for about a year. This pacemaker was successfully removed and replaced. This product has not been returned. This report will be updated, should additional information be received.

Event description:
Additional information was received indicating that the patient experienced pain and suffering, after the device replacement. The pacemaker was also returned and evaluated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.